Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm 3) left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was known for arrhythmia pre operation. The patient had ventricular tachycardia (vt) post operation despite cryoablation in the operating room. The patient remained in vt post operation and was treated with adenosine. They were converted to sinus rhythm but was not sustained with atrial flutter/atrial fibrillation and inappropriate defibrillator shock. The atrioventricular node was ablated. It was stated that the patient was now pace dependent, and no further arrhythmia was reported since the event. It was stated that the arrhythmic was visible on the electrocardiogram during operation, and there were no symptoms as the patient was sedated. The patient was stated to have ventricular arrhythmias pre-pump implant. It was unclear if the arrhythmia in this event was thought to be device or therapy related.